Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2020, due to an infection at the implant site. During the procedure, the site was debrided and steroids were injected.